Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 365 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 50683857) for female sterilisation. The patient had a medical history of pelvic pain female, drug allergy (lisinopril nickel), past tobacco smoking, hypokalemia, hypothyroidism, hypertension, migraine, vertigo, parity 2, gravida ii, obesity and surgery (¿ cesarean section 2001 breech ¿ hysteroscopic permanent implant placement in both fallopian tubes, for occlusion (B)(6) 2013. Office essure procedure). Previously administered products included: ibuprofen and acetaminophen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 753 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.444 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: hysterosalpingogram. History: post essure placement. Impression: bilateral essure devices seen in expected locations of the fallopian tubes. No evidence of free spill of contrast material into the peritoneum.; on (B)(6) 2015: the report im talking about is the hsg (radiology) that I had done in (B)(6) 2015 to confirm blockage. I've attached the page that im referring to where it clearly states that I had a total of 3 coils! There are 2 pieces of the essure insert from both sides. Each insert was cut near the middle as I transected the fallopian tubes. The proximal part that goes into the uterus was pulled out intact. There is not metal hardware left in either side. I made sure I got everything out. Here is the pathology report; read the gross description carefully. Also, the length of each segment of the inserts will not add up equally because coils get stretched and elongated as they are removed [pathology test] on (B)(6) 2015: final pathologic diagnosis: a) right fallopian tube, salpingectomy: - complete cross sections of fallopian tube b) left fallopian tube, salpingectomy: - complete cross sections of fallopian tube clinical history laparoscopic salpingectomy, bilateral. History sterilization gross description: left essure coil and fallopian tube. And consists of a grossly unremarkable, tan to pink fallopian tube, measuring 5 cm in length and ranging in diameter from 0.3-0.7 cm. Also received in the container are two metallic hardware pieces. One of the metallic hardware pieces is elongated and measures 12.5 cm in length and <0.1 cm in diameter. The second piece is coiled and measures 1.7 cm in length and 0.2 cm in diameter. Right essure coil and fallopian tube. The specimen consists of a grossly unremarkable, tan to pink fallopian tube, measuring 5 cm in length and ranging in diameter from 0.3-0.5 cm. Also received in the container are two pieces of metallic hardware. One of the pieces is elongated and measures 3 cm in length and <0.1 cm in diameter. The second piece is coiled and measures 2.4 cm in length and 0.2 cm in diameter. Specimen(s) received a: fallopian tubes, sterilization/identification - left essure coil and fallopian tube. B: fallopian tubes, sterilization/identification - right essure coil and fallopian tube. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.